Event description:
A (B)(6) male patient contacted zoll customer support to report that he was receiving check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages) have been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition test and was unable to deliver a treatment. The cause for the test failure and inability to treat was an open black pulse wire in the trunk cable. The cause for the open pulse wire was damaged trunk cable connector. The root cause of the damaged trunk cable connector was unable to be positively determined but is likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.